Event description:
It was reported that during a coronary drug leuting stenting treatment procedure, deflation difficulties were encountered. The lesions being treated were a bifurcation lesion of the circumflex (cs) and the om1. Both of these lesions had severe stenosis (80%) in the ostial portion of the vessels. The lesions were not calcified and tortuous. The cx lesion was a de novo lesion while the om1 was instent restenosis. The lesions were predilated with a 15 mm balloon. The physician used a crush technique to treat lesions in the cx and the om1. The physician placed a taxus stent in the om with no complications. The physician was then able to inflate the balloon on the first attempt, successfully deploying the taxus express2 8.8% 3.0 x 20 mm drug eluting stent at 15 atms. The physician dialed down and waited 30 seconds, then pulled negative. The physician saw contrast in the proximal end of the balloon. The physician then attached a 60 cc syringe, but was unable to fully deflate the balloon. The physician then inflated the balloon to 2 atms but again, was unable to deflate. Finally the physician pulled the guide catheter back to the aortic arch to prevent it from being moved down the vessel and tugged the balloon out still half inflated. There were no pt complications. Since the guide wire position was lost during removal of the half inflated balloon, the physician did not post dilate the taxus stent as he had originally planned, however the procedure was considered successfully completed.